Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The physician crossed the septum with the versaconnect dilator and the watchman fxd curve access system. The heparin was given after the transeptal cross as trouble with the IV site was noted. The versacross wire sat in the left atrium for several minutes as it took the scrub tech some time to backload the pigtail catheter over the end of the versacross wire. The physician flushed the sheath with non-heparinized saline. As the pigtail catheter traveled over the wire and entered into the laa, a thrombus was noted on echocardiogram coming out of the end of the sheath. It fluttered for a second, then broke off and washed away. No changes were noted in the patient's condition and the implant was completed without any other incidents. No intervention was taken for the thrombus.